Manufacturer narrative:
Additional event information added. Conclusion code updated.

Event description:
The clinical specialist provided the following additional information: the cause of the bleeding around the kidneys is unknown. The bleeding was treated with a transfusion (amount unknown) and laparotomy, reportedly the source of the bleeding could not be identified during the surgery. The physician reported that the cause of the bleeding and the death is unknown. It was reported that the patient had suffered from systemic lupus erythematosus (sle) for a long time and had been treated with steroid medication, which might have resulted in the bleeding and death. Further, the physician indicated that the gore device or the procedure might not have caused or contributed to the patient's bleeding and death.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2015, the patient underwent treatment of a right common iliac artery aneurysm and bilateral internal iliac artery aneurysms with two gore® excluder® aaa endoprostheses. Reportedly, prior to the implant procedure the bilateral internal iliac arteries were coil embolized. All devices were deployed at the intended position with no reported issues. Final angiography showed exclusion of the aneurysms, no evidence of endoleak and the patient tolerated the procedure. It was reported that on (B)(6) 2015, the patient developed an acute myocardial infarction and underwent percutaneous coronary intervention (pci) and intra aortic balloon pumping (iabp). Reportedly, the same day excessive and persistent bleeding around the kidneys was identified. On (B)(6) 2015, the patient expired. Additional information has been requested.